Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803. The device was not returned for evaluation, and the lot number was not provided for retained-product testing and/or DHR review.

Event description:
It was reported that a patient experienced a dental implant screw fracture and the implant was removed.